Manufacturer narrative:
Additional information to the conclusion: review of the manufacturing documentation confirmed that the associated device met all requirements for release. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the battery charger indicator was flashing red when battery was put to charge. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to 2 broken wires inside the housing. The wires were re-soldered and the problem was solved. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. The manufacturer has opened an internal investigation to evaluate the poor workmanship during the assembly of batteries. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.